Event description:
Caller reported alarm 01 related to the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer attempted to load a new cartridge, but the alarm persisted. Technical support decided to replace the pump, and the customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Customer was instructed on how to store and return the pump, understood the process, and acknowledged the instructions.